Event description:
It was reported that a patient presented in clinic with a device that was post-paced t-wave oversensing. Programming changes were made on the device. The patient was fine, and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.